Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It is reported by(B)(6), surgeon of the hospital, that after preparation of the femur the trial reduction was performed. The attempt to remove the sample components failed. After several failed attempts to remove the components, the femur broke off the offset adapter. After further attempts of extraction, the offset adapter dissolved from the shaft. The explant was done with stem extender shaft (6543-4-516). Medical procedure could be successfully completed.

Manufacturer narrative:
An event regarding seizing involving a tri 2mm offset adapter trial was reported. The event was not confirmed. Device evaluation and results visual, dimensional and functional analysis could not be performed as the device was not returned. Not performed as no medical records were provided. A review of the device history records could not be performed as device was not returned. Lot code cannot be determined. Could not be performed as the device was not returned and could not be properly identified conclusions: there were two failure modes investigated for this event. The first failure mode for "dissolving" of the offset adapter could not be confirmed and the potential root cause could not be evaluated since the product was not returned. The mar conducted stated that damages consistent with explanation were observed on the anterior flange of the tri ts femur trial and could not conclude if the unreturned adapter trial contributed to this failure mode. The second failure mode for a disassembly issue concluded that the trial stem and the trial stem extender seized due to cross threading. If the offset adapter is returned and/or any additional information becomes available then this investigation will be reopened and re-evaluated. Not returned.

Event description:
It is reported by (B)(6) surgeon of the hospital, that after preparation of the femur the trial reduction was performed. The attempt to remove the sample components failed. After several failed attempts to remove the components, the femur broke off the offset adapter. After further attempts of extraction, the offset adapter dissolved from the shaft. The explant was done with stem extender shaft (B)(4). Medical procedure could be successfully completed.